Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: mustang 6.0 x 40, 75cm, 24atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm distal of the proximal markerband and extending approximately 42mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and non-calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and non-calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Corrected: d4: lot number: 0026495244 to 0026617445.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and non-calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.